Event description:
It was reported that the pt's ash split catheter was leaking. A split was noted in the lumen between the exit site and hub. The pt was sent to the hosp to have the catheter exchanged.